Manufacturer narrative:
As part of the normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
(B)(4): mps (B)(4) reported difficult homing m2 and grinding noise. Application: tka. Surgeon: dr. (B)(6). Patient involvement: no. Surgical delay: 20 minutes; yes, the patient was under anesthesia. Case cancelled: no. Was completed using manual instruments. As per the mps: the complaint occurred intra-op. When the motor alignment mechanism was initiated to align the angled cutting blade with the distal femur the arm stopped working. No bone resections were made robotically and the case was completed manually.

Event description:
(B)(4): mps (B)(6) reported difficult homing m2 and grinding noise. Application: tka. Surgeon: dr. (B)(6). Patient involvement: no. Surgical delay: 20 minutes yes, the patient was under anesthesia. Case cancelled: no. Was completed using manual instruments. Case completed successfully: yes, successfully completed manually. As per the mps: 1. The complaint occurred intra-op. When the motor alignment mechanism was initiated to align the angled cutting blade with the distal femur the arm stopped working. No bone resections were made robotically and the case was completed manually. 2. Yes, the patient was under anesthesia.

Manufacturer narrative:
Reported event: mps (B)(6) reported difficult homing m2 and grinding noise. Device evaluation and results: per (B)(4): motor encoder on j2 failed and would not respond. New j2 assembly was installed pn 207570-r. After successfully installing, j2 homing failed. J2 motor encoder then failed and was replaced pn 207170. Product history review: a review of device history records shows that on 02/06/17 1 device was inspected and 1 device was placed on: qt 17-01-0118. A review of the data revealed that the non-conformances are not related to the failure alleged in this compliant. Complaint history review : a review of complaints in catsweb and trackwise related to p/n 207570 shows no additional complaints related to the failure in this investigation. Conclusions: system ready for clinical use. Corrective action/preventive action: no action is required at this time as there is no indication to suggest a product non-conformity or unanticipated hazard.